Event description:
It was reported that during the implant procedure, the physician opened the package and found the tip of the lead to be kinked. A different lead was used to complete the procedure.

Manufacturer narrative:
(B)(4). Analysis of the lead found the distal end of the lead to be bent, new out of the box.